Manufacturer narrative:
Manufacturing site evaluation investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 (# fv434-t) was implanted during a procedure performed on an unspecified date. According to the complainant, the shunt system had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was not yet returned to the manufacturer for evaluation.

Manufacturer narrative:
Visual inspection: during the investigation, a deformation of the outer housing of the progav could be determined. The measurement of the plane parallelism could confirm that with a value of -0,164 mm - outside tolerance (0 ± 0.02 mm). Permeability test: a permeability test has shown that the progav has a blackage while the shunt assistant, the control reservoir and the peritoneal catheter are permeable. Computer controlled test: the opening pressure is measured using a computer-controlled miethke testing device that simulates the flow of cerebrospinal fluid. The valves are tested in both horizontal and vertical positions. The results show that the shuntassistant operates within the specified tolerances in the vertical and horizontal position. Because the progav is not permeable, a computer controlled test is not possible. Adjustment test: the progav was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves and the contraol reservoir. Results: the investigation results showed that the progav valve was blocked and could not be adjusted. The visible deposits led to the blockage and the deformation caused the valve to become unadjustable. Furthermore, we can determine visible deposits in the shuntassistant and control reservoir. The deposits had no effect upon the specifications at the time of the examination. The components operated within all specifications. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. No abnormalities were verified on the catheter. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
The complained device was now returned to the manufacturer for evaluation.